Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 978a128, lot# va2b9y7, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. (Con): information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that patient had decreased effectiveness of device despite device re-program. We obtained an x-ray which showed possible migration lead and  battery migration and reviewed this with patient in detail. It looks like they may have had some possible lead migration distally as the third electrode is past the anterior border of the bone. Discuss a possible interstim lead and battery revision or replacement  to move the lead to the other side to see if we can get some improvement. Subject scheduled to undergo interstim lead and battery replacement. It was stated that there was casual relationship and as for the outcome-recovering/resolving.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va2b9y7, implanted: on (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The patient had an intervention, the device was interrogated and patient had other treatments as well.

Event description:
Additional information received from the clinical study/healthcare professional showed the issue resolved, patient recovered.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978a128, lot#: va2b9y7, implanted: on (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(6), ubd: 12-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.